Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the carrying case was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned carrying case revealed a broken clip. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to deterioration and/or due to the handling of the pack. Continuation of medical devices: dtba1qq ICD implanted: (B)(6) 2014; 0292 lead implanted: (B)(6) 2014; 459888 lead implanted:(B)(6) 2014; 6947m55 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient carrying case had broken clips. There was no report of any component or equipment falling from the carrying case. The carrying case was exchanged. The carrying case was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.